Event description:
This report is being filed after the subsequent review of the following journal article: glassner, p., and tejwani, n. (2011, february). Failure of proximal femoral locking compression plate: a case series. J orthop trauma, 25:76¿83. The authors conducted a retrospective chart review of ten patients at level one trauma centers and tertiary referral hospitals who underwent open reduction and internal fixation with a synthes device, proximal femoral locking compression plate (pf-lcp). Seven case studies, average patient age 56.7 years (range, 36-72 years), were presented. A (B)(6) old male presented with a right periprosthetic subtrochanteric femur fracture. Surgical history included a right hip fusion for a hip fracture 25 years ago. A side plate and screws were removed with open reduction internal fixation of the proximal femur with a pf-lcp. At two week follow up appointment, radiographs showed the pf-lcp had broken and the fracture was displaced. The pf-lcp, lag and shaft screws were removed. The patient recovered after fixation with competitor nail. The authors concluded that there appeared to be a high failure rate even though the devices were implanted by experienced surgeons. They indicated the implant failures may have been due to technical issues and patient factors. This is report 1 of 1 for complaint (B)(4). This report is for an unknown pf-lcp. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown plate, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.